Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead micro-dislodged. In addition, the lead also exhibited high pacing thresholds and undersensing. A lead revision was performed and the lead was surgically repositioned. No additional adverse patient effects were reported.